Event description:
It was reported that the 9900 system had a communication error and appeared to have uncommanded x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib board voltage was adjusted and the footswitch was replaced during the service call. The system was tested and found to be working as intended and put back into service.